Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they are seeing 'settings not available' on their controller today. Patient stated the controller is charged, but they are unable to increase stimulation. Patient stated they attempted to call a rep earlier today, but got to their voicemail. Patient confirmed they have not had any falls or trauma, but mentioned they played golf the other day. Agent reviewed meaning of settings not available message with the patient. Agent had the patient switch from group a to group b and c. Patient continued to see settings not available in their program for groups a, b, and c. The issue was not resolved. Pt called back stating they were getting settings not available and they were having more pain. Pts setting was lower than normal and they could not increase it. Pt was redirected to their hcp. Additional information from the rep indicated that they met with the patient and reprogrammed around the electrodes that were out of range. The issue was resolved. Cause was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.